Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed and a successful upload was received. The device recorded an alert for right ventricular pacing lead impedance out of range. At this time, there is no rv lead implanted in the rv port. The patient was referred to contact their clinic regarding the alert. At this time, this device remains in service and there were no adverse patient effects reported.